Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a caregiver reported that approximately one month prior (B)(6) 2025), the user experienced a severe hypoglycemia event requiring medical intervention. The user was taken to the emergency room for management. No device data or medical records were available at the time of reporting. Multiple follow up attempts were made to obtain additional details but have been unsuccessful.